Event description:
Event description guidant received the cardiac resynchronization therapy device (crt-d) abandoned at implant after the physician elected to go with a different system configuration after the crt-d was introduced to the sterile field. Subsequently, the device was retrieved from archive for further analysis testing. ,